Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Reportedly, the customer was not very coherent and was treated with glucagon tablets. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was obtained.